Manufacturer narrative:
Additional product component: model number/catalog number: 720182-01, serial number: null, batch/lot number: 1000087019, model/catalog description: reservoir flat 100ml.

Event description:
It was reported that the patient experienced the pump takes time to inflate and deflate, the cylinders are too small resulting in the glans to twist, reservoir was not placed in the retzius space and an open wound with an inflatable penile prosthesis (ipp). The ipp pump, reservoir, and cylinder remains implanted and active. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.